Event description:
This case reported by health care professional, concerns a male patient with a history of acute graft versus host disease (gvhd). In 2006, after the start of an extracorporeal photophereseis (ecp) treatment and about 8 minutes into cycle 1, the nurse operator noticed blood inside the centrifuge. The operator aborted the treatment and found less than 100 cc of blood in the centrifuge and splashes around the cover. The centrifuge bowl (125 cc) was removed and a crack at the bottom of the bowl was noted. The blood leak alarm was triggered, although the timing of the alarm in relationship to the bowl crack has not been determined. As blood was found outside of the instrument, the incidence was considered a potential health biohazard to the operator. Therakos sent a notification to all user facilities regarding implementation of biohazard precautions.

Manufacturer narrative:
Device was not returned for evaluation. Investigation description: the centrifuge bowl base separated from the centrifuge bowl body. The area where the base is welded to the bowl body remained intact. This is a failure of the molded bowl base part. Therakos has received reports of this problem at approximately 0.33% defect rate. An "important product notification" has been issued by therakos warning the health care professionals to follow universal biohazard safety precautions. FDA has been notified. Therakos has offered to exchange inventory at customer request. A test has been developed that can detect this defect and it is in use to evaluate finished goods as well as work in progress xt-125 procedural kits and work in process centrifuge bowls.